Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low ckmb results generated by the access 2 immunoassay system for one patient. Upon repeat, the result was within the normal reference range. The low result was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is serum collected in a sst tube that was centrifuged at 5,000 rpm for 5 minutes. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and no hardware issues were noted that would have contributed to this event. The fse performed system check and precision test with good results. No clear root cause could be determined for this event.